Manufacturer narrative:
The getinge field service engineer (fse) that discovered the li ion batteries would not charge replaced the battery pack per latest service manual, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) unit's batteries would not charge. There was no patient involvement.